Event description:
On (B)(6) 2015, an aortic valve replacement (avr) was performed due to aortic regurgitation (ar) and this 25mm trifecta valve was implanted in the patient's aortic position using non-everting mattress sutures with spaghetti-type pledgets. There was no significant calcification observed at the patient's native aortic annulus. No annular enlargement procedure was performed also. On an unknown date in (B)(6) 2018, at a regular follow-up check, tiny leakage was confirmed in the aortic position and the patient has been monitored closely. In (B)(6) 2018, symptoms of cardiac insufficiency was noted to become worse. In (B)(6) 2018, the patient went into tachypnea and the treatment for cardiac insufficiency was conducted. On (B)(6) 2018, re-do avr was performed and this 25mm trifecta valve was explanted. Upon explant of this valve, a right coronary cusp (rcc) was observed torn and prolapsing toward the left ventricular side. A mosaic tissue valve (medtronic, size unknown) was implanted. The patient is reported stable.

Event description:
On (B)(6) 2015, an aortic valve replacement (avr) was performed due to aortic regurgitation (ar) and this 25mm trifecta valve was implanted in the patient's aortic position using non-everting mattress sutures with spaghetti-type pledgets. There was no significant calcification observed at the patient's native aortic annulus. No annular enlargement procedure was performed also. On an unknown date in (B)(6) 2018, at a regular follow-up check, tiny leakage was confirmed in the aortic position and the patient has been monitored closely. In (B)(6) 2018, symptoms of cardiac insufficiency was noted to become worse. In (B)(6) 2018, the patient developed tachypnea and required medical treatment for cardiac insufficiency. On (B)(6) 2018, re-do avr was performed and this 25mm trifecta valve was explanted. Upon explant of this valve, a right coronary cusp (rcc) was observed torn and prolapsing toward the left ventricular side. A mosaic tissue valve (medtronic, size unknown) was implanted. The patient is reported stable.

Manufacturer narrative:
An event of a valve explant due to a torn and prolapsing cusp was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.